Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire is confirmed, but the cause cannot be confirmed. The device returned was one guidewire in its hoop. Visual observation found the j-straightener was in place and that two kinks were present near the exposed tip, the sharper kink being the more proximal. Tactual evaluation found a noticeable discontinuity in the kinked area, and that the coil wire did not move over the core wire. Microscopic evaluation found two displacements in the coils, at the two kink sites, the more proximal being much more severe. The wire was pushed as far into the hoop as possible, and it was found that the amount which protruded from the hoop was within the acceptable range. The point at which the damage to the guidewire occurred cannot be determined with the available information, and therefore the cause is unknown. However, potential causes include mishandling during any point of the life of the guidewire, including packaging, storage, transport, or preparation for use. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was found to kinked upon opening. The operater used another guidewire in the kit for the patient.